Event description:
It was reported that the insulin gauge was inaccurate. Customer over-filled cartridge. The customer replaced the cartridge to resolve the issue per the follow up notes. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.